Event description:
It was reported that patient with this left ventricular (lv) lead had high pacing thresholds and diaphragm stimulation. The lead was explanted, and a new lead was implanted. No additional adverse patient effects were reported.